Event description:
International technidyne, corp (itc) cuvette was used for point-of-care testing of inr. The lot used may have reported a higher than actual result. The cuvette was recalled by itc. A patient was admitted with cerebrovascular accident (cva) and central nervous system (cns) vasculitis with a inr result of 1.7. A subsequent inr result was 2.0.